Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the bearing is covered in bio-debris no definite damage can be seen. Possible damage to the locking feature, it is unknown if the damage occurred during removal. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 00877503604 lot# 2993314 item: biolox® delta, ceramic femoral head, xl, 36/+7, taper 12/14. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip procedure and subsequently underwent a revision the next day due to dislocation. Attempts have been made and no further information has been provided.